Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27apr2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the flow sensor assembly . Assisted customer with calculations, set up tera term, and verified connection with respilink. The customer retested per revision k service manual to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 flow accuracy failed. Oxygen concentration failure at 30% set point. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.